Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchofibervideoscope was found to have a chipped transducer component.there was no patient involvement associated with this event.